Event description:
It was reported that the image on the 9800 system, during a case, became white (white out). Reboot was required to continue. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure, reseated the pcbs in the workstation. The system was tested and found to be working as intended and placed back into service.